Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the needle broke off under a patient's skin. The surgeon had to reopen the wound and remove it then get another suture and start again. The incision extended due to the product problem.